Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed. The patient's blood glucose levels rose to 20.7 mmol/l (372.6 mg/dl) while wearing the pod for between 24 and 36 hours. The adhesive loosened and the cannula dislodged from the infusion site (arm). Insulin was delivered for treatment.